Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used in order to visualize the unknown target lesion, however, lost image occurred. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the lap joint sheath assembly.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed of kinks in the telescope assembly at 57.5 cm from femoral marker to the proximal end and in the sheath assembly at 18.0 cm from femoral marker to the proximal end. The telescope assembly was not able to pullback or advance properly. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. No image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).